Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor was resetting. The cause for the failure was isolated to either a defective u603 or u1003 programmable logic device on the monitor c/a board. The failure could not be isolated between the two components. The root cause for the damaged u603 or u1003 programmable logic device could not be positively identified. During investigation of monitor sn (B)(4), the monitor reset after delivering a pulse during a pulse test. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. A design change to address this condition (PMA supplement (B)(4)) was approved by FDA on 11/06/2015. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was receiving a service code 107 (multiple abnormal shutdowns).